Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. Another ra lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received from the field. This ra lead was damaged during the extraction of the rv lead, which lead to this ra lead being explanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. Another ra lead was successfully replaced. No additional adverse patient effects were reported.